Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a snack the user experienced hyperglycemia with blood glucose rising to 230 mg/dl and remaining elevated for about an hour, during which an insulin site expiration alarm had occurred and the user was unsure of the last site change; the user declined full supply replacement and changed only the short tubing of a contact-detach infusion set before resuming pump therapy on the ilet. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required beyond guidance. Investigation included troubleshooting and education regarding supply replacement and infusion set management. Investigation of this case revealed an unclear cause of hyperglycemia with potential contribution from dosing stop soon and low or out-of-drug conditions given the reported insulin supply concerns and site expiration alarm, though only tubing was replaced and no lot information was obtained. It was concluded, based on previously established findings for similar reports, that the cause was unclear.